Manufacturer narrative:
Medwatch report info has been added to this follow up submission (mw5104488).

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false-postive result. Follow up test included 2 pcr tests which were both recoreded as negative results.